Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms. The patient had an accident while at work that went all the way through their pad and pants. They wear a pad and it is okay if they don't move too much. The night before the initial report, the patient was going to the bathroom constantly, but now can't pee. They feel like they need to go, puts the pad on sits down and is fine, but when they need to go to the bathroom they can't pee. They mentioned they feel better now and are doing really well, but then all of a sudden, they are not. As a result of the event, the patient adjusted their stimulation last night and again this morning. They contacted their manufacture representative (rep) yesterday as well. It was reviewed to increase amplitude and change programs if medically appropriate. It was also reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their healthcare provider (hcp). It was further reviewed to complete a voiding diary and track the progression/therapeutic response. The patient was redirected to their hcp if their symptoms don't improve. No further patient complications have been reported as a result of this event.